Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated that it failed to alarm. The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint (B)(4).

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated that it failed to alarm. The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.